Event description:
This complaint is now reportable based on the analysis completed on 02/22/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x28 mm taxus liberte drug eluting stent would not cross the lesion. The 95% stenosed lesion being treated was located in the severely tortuous, severely calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5mm balloon (manufacturer unknown). The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken 19.0cm from the catheter strain relief and there were several kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly device history record found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context. This is due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.